Event description:
It was reported that pump touchscreen was unresponsive and patient did not want to troubleshoot issue with pump. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further follow-up, and case was closed with no additional actions documented.